Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During an atrial fibrillation ablation, a farawave nav catheter, faradrive steerable sheath, versacross connect access solution and starter guidewire were selected for use. After the transseptal puncture, heparin was given, administered as appropriate based on act measurement. Following the completion of the procedure, pericardial effusion was identified via intravascular ultrasound, prompting pericardiocentesis. During epicardial puncture, the patient experienced hemodynamic collapse. Subsequent removal of the sheath revealed femoral artery bleeding, necessitating transfer for vascular surgery. The hemodynamic collapse occurred since rapid blood pressure drop. No resistance felt while maneuvering the catheter or guidewire. The patient was admitted to the hospital. The devices are not expected to be returned since were disposed.